Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ the probable cause is presumed as below: due to contact failure caused by a broken cable, communication between the processor and the camera head could not be done and this phenomenon occurred. Due to some strong impact being applied to the camera head, the camera head failed, and communication between the processor and the camera head could not be done, and then this phenomenon occurred. Due to corrosion of the electrical contacts on the video connector, dart and adherence of foreign matter to the electrical contact part, communication between the processor and the camera head could not be done and this phenomenon occurred. Due to a short circuit or corrosion caused by water invasion, communication between the processor and the camera head could not be done and this phenomenon occurred. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is not scheduled to be returned. Customer was directed to repair and loaner device team, and the issue was resolved. No further trouble shooting required. If additional information becomes available a supplemental report will be filed.

Event description:
As reported, the hd autoclavable camera head did not display an image. There was no patient harm or consequence reported from this event.